Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays following the implant procedure to confirm the placement of the devices, implanting a damaged stimulator, the patient going through an MRI procedure, implanting the device after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes. However, the patient's caretaker kept pressing on the incision because they could feel something under the skin. They were advised to let the incision heal. The caretaker picked at the incision thinking it was suture, exposing the lead. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the tenderness at the implant site is due to the erosion. However, the cause of the erosion is due to patient non-compliance as the patient's caretaker picked at the wound (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion and tenderness at the incision site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. No further issues have been reported. The patient is recovering as expected and an infection was not confirmed. Antibiotics were prescribed as a precaution prior to the explant procedure.